Event description:
It was reported that the charger for the ilet was not charging, and the user requested a replacement; the device was subsequently placed on a wireless charging pad and reached a full charge within approximately 20 minutes, indicating successful charging via an alternate method. Symptoms included none reported. Outcomes included no clinical impact and no need for medical care. Investigation of this case revealed that the ilet accepted charge on a wireless charging pad, which suggests an issue isolated to the primary charger or its connection rather than the ilet device. It was concluded, based on previously established findings for similar reports, that the cause was probable accessory malfunction or user interface issue with the charger.